Event description:
Per the physician performing the egd procedure: position of a bleeding source may well have been more easily and definitively approached had the gastroscope been able to move through its entire range of retroflexion. The olympus scope is supposed to have a 210 degree of retroflexion but these scopes they are supplying do not have that range and it is impacting patient care. Manufacturer response for olympus gastroscope, olympus (per site reporter). Even though the device is supposed to have 210 degrees of retroflexion, the company feels that 160 degrees is adequate. The providers do not agree.